Event description:
In reaction to 100% inspection conducted for our inventory found three defects in three boxes. Details of the defect is foreign matters across the heatseal area.

Manufacturer narrative:
(B)(4). The complaint indicated that there was foreign matter across the heat seal area. Individual packages inside the sales units were visually inspected for foreign matter in the seal area. Two (2) packages were confirmed to have tyvek scrap across the seal area creating a breach of sterility in the package. One (1) package contained tyvek scrap partially in the seal creating a narrow seal condition but no breach of sterility. The remaining three (3) packages contained no foreign matter across the seal. As the tyvek scrap was contained within a sealed package, the most likely root cause for this defect is an internal failure of the packaging process/ equipment. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.